Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. Due to a road traffic accident a proximal type 1 and a type 2 endoleaks with aneurysm ruptured occurred which were temporarily fixed with two aortic extenders on (B)(6) 2012. On (B)(6) 2013, it was reported to gore that aneurysm continued to grow. On (B)(6) 2013, the patient underwent another surgery. Four viabahn devices and a conformable gore tag thoracic endoprosthesis were used in a chimney technique to fix endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Lot numbers were requested and not provided to gore. A review of the manufacturing records for the device could not be conducted.